Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR report: 1627487-2018-04312. It was reported that the patient experienced ineffective therapy. Reprogramming was unable to provide resolution. Troubleshooting revealed low impedances on the leads. As a result, surgical intervention was taken on (B)(6) 2018 to explant the leads. Only one lead was replaced. Issue resolved.